Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the patient was not crossing over. A technical support specialist (tss) dialed into the server after obtaining approval, reviewed details showing multiple facilities, contacted the customer and confirmed the issue was already resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient was not crossing over. However, there were no delay to patient care and adverse events or injuries reported based on this event.